Event description:
The recipient reportedly experienced an infection at the incision site following implant surgery. The recipient was prescribed antibiotics. The recipient's wound has healed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly resumed device use. This is the final report.